Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) up to 400mg/dl, and then between 70 and 40 mg/dl during night, with cognitive impairment, after making self-adjustments to temporary basal settings. Reporter states patient's health care provider (hcp) had recommended setting adjustments but patient never made them, had canceled their last appointment, and now needs new appointment with hcp. The patient was also experiencing a change in pain level. There was no allegation/indication of pump malfunction. Customer support considered this to be a training/misuse issue, and referred patient to hcp for diabetes management. This complaint is being reported because the patient experienced hypoglycemia related to making self-adjustments to temporary basal settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6) 2015. No alarms occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.